Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer's daughter states the bar on one side is bent on the bottom.